Event description:
During a laparoscopic adrenalectomy procedure after using the device a few minutes, the generator alarmed error code 5. Used another device to finish the procedure. There was no reported pt consequence.

Manufacturer narrative:
Based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use" and "scratches on the blade may lead to premature blade failure". The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.